Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 02-oct-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 241 colony forming units(cfu) as comprising of the following 2 isolates: positive rods - bacillus circulans, postive rods - bacillus circulans. Study number: (B)(6). The duodenoscope was received by pentax medical for evaluation on 03-oct-2019. The long term loaner duodenoscope was inspected by pentax medical service on 15-oct-2019 and the following inspection findings were documented: distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, up/ down angulation knob play, passed wet leak test, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. Repairs were performed on the duodenoscope which included replacement of the following components: o-ring(0.5x1.3), distal case/cap, deflector body link. Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on (B)(6) 2013. On 18-jun-2019, a device history record(DHR) was previously performed under form number (B)(4). The DHR review confirmed the endoscope was manufactured on 30-nov-2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 03-dec-2012. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 31-oct-2019.